Manufacturer narrative:
Block b3: date of event was approximated to november 1, 2023, based on the date the manufacturer became aware of the event. Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a040501 captures the reportable event of stent calcified. Imdrf device code a23 captures the reportable event of device misuse. Imdrf patient code e1906 captures the reportable event of infection. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2303 captures the reportable event of medication required. Mdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was successfully implanted during a procedure in the urogenital tract. The event date was unknown. During a planned stent removal, after three to four months of being implanted, it was noted that the stent had a high encrustation rate and discoloration. It was mentioned that it took them four hours to remove the stent using a standard stainless-steel gripper under general anesthesia. The procedure was successfully completed with a non-boston scientific device. The patient experienced infection and was given a medication of antibiotic drugs.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was successfully implanted during a procedure in the urogenital tract. The event date was unknown. During a planned stent removal, after three to four months of being implanted, it was noted that the stent had a high encrustation rate and discoloration. It was mentioned that it took them four hours to remove the stent using a standard stainless-steel gripper under general anesthesia. The procedure was successfully completed with a non-boston scientific device. The patient experienced infection and was given a medication of antibiotic drugs. Additional information received that the problem happened with a timespan within the last six months.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023, based on the date the manufacturer became aware of the event. Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a040501 captures the reportable event of stent calcified. Imdrf patient code e1906 captures the reportable event of infection. Update to block b5: additional information received on 01dec2023, that the problem happened with a timespan within the last six months.